Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2018-05-31 UDI #: (B)(4) mfg date: 2017-05-31. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2018-02-28 UDI #: (B)(4) mfg date: 2017-02-28. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2018-05-31 UDI #: (B)(4) mfg date: 2017-05-31. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2018-03-31 UDI #: (B)(4) mfg date: 2017-03-31. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650- / expiration date: 2018-03-31 UDI #: (B)(4) mfg date: 2017-03-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six battery cables were damaged. All associated batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the six batteries were not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the damaged output cables of the batteries can be attributed, but not limited, to a tear on the output cable due to wear and/or to the handling of the device. A possible root cause for the battery charger unable to charge could be attributed, but not limited to, a damaged charger bay port and/or a faulty component. If information is provided in the future, a supplemental report will be issued.